Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 215 mg/dl and 100 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer alleges discrepant results with meter compared to lab: date: "last week", inratio: 1.8. Date: (B)(6) 2010, 1.7, lab: 2.5.